Event description:
It was reported that a pta balloon being used for angioplasty in a left upper arm av fistula, inflated in an asymmetrical fashion during the first inflation. During removal the pta balloon became lodged within the 7f introducer sheath and both were removed simultaneously from the pt. No pt injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The sample has been returned and the investigation is currently underway.